Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility

Event description:
It was reported by the customer that during set up the pump alarmed channel error. The clinician connected to pump to the other side of the pcu and it continued to alarm channel error. The clinician was unable to use the pump. The order was for a 878 ml bolus of normal saline (20 ml/kg bolus x 44 kg) over 15 minutes. There was patient involvement but no harm.

Event description:
It was reported by the customer that during set up the pump alarmed channel error. The clinician connected to pump to the other side of the pcu and it continued to alarm channel error. The clinician was unable to use the pump. The order was for a 878 ml bolus of normal saline (20 ml/kg bolus x 44 kg) over 15 minutes. There was patient involvement but no harm.

Manufacturer narrative:
Omit : c20 - no findings available. Additional information : if other specify, imdrf annex a,b,c and g codes. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : no devices received, log review only.